Event description:
It was reported that at the user facility that oil was leaking from a recip saw. No further information was provided by the user facility.

Event description:
The user facility reported, during a surgical procedure, fluid leaked from the device. Fluid leaking from a device could potentially cause an infection. The procedure was completed successfully with back-up equipment without a clinically significant delay; no adverse consequences were reported.

Manufacturer narrative:
Confirmed. Corrosion.